Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a power on reset (por) message; the patient said they tried to turn the ins on and they saw a doctor on the screen. The patient stated that ins was charged 50% but they couldn't turn the ins on with the programmer or the recharger. On the call, the patient was able to successfully clear the por using the programmer and was able to get to the therapy screen. The patient did not see a por message on the recharger. The patient said they were able to turn the ins back on and the ins was working now. The patient also reported that they were in agony in their back. The patient said the have fibromyalgia along with back problems. The patient stated that all the back problems were coming back when they were unable to turn the ins back on due to the por. It was noted that troubleshooting resolved the issue. No further complications were reported/anticipated.